Event description:
Dealer stated that the left leg rest on a tdxsi-2 power chair will not lock into place.

Manufacturer narrative:
(B)(4) kel - no RMA has been initiated for this issue. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.